Event description:
The account stated the head section will not lower using the CPR lever.

Manufacturer narrative:
Technical support instructed the account to inspect the CPR lever adjustment and/or replace the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.